Event description:
It was reported that the 8800 system had a communication error during a case. Also the images could not be saved to the floppy drive. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cables and floppy drive were re-seated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.